Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During removal of the catheter, the user pulled the distal portion of the three way catheter when it separated. As it was approximately 1 inch out of the patient, the user simply pulled out the remaining portion from the body of the patient. There was no consequence to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation/evaluation the complaint product was not returned. Therefore, a physical examination of the device could not be conducted. During the course of the investigation, a review of the complaint history, quality control, instructions for use (IFU), and manufacturing instructions of the product was conducted. During removal of the catheter it could not be determined if excessive tensile force was used. Therefore, a definitive root cause could not be determined. We have not received information that suggests this device was not manufactured to specifications. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During removal of the catheter, the user pulled the distal portion of the three way catheter when it separated. As it was approximately 1 inch out of the patient, the user simply pulled out the remaining portion from the body of the patient. There was no consequence to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.